Event description:
The coil was deployed in the right vertebral artery (va). Under fluoroscopy it was noted that the coil was still attached to the delivery wire upon withdrawal. The coil and the microcatheter were successfully removed as one unit but the coil detached within the microcatheter. The same microcatheter and different coils were used to complete the procedure. There was no clinical consequence to the patient.

Event description:
The coil was deployed in the right vertebral artery (va). Under fluoroscopy it was noted that the coil was still attached to the delivery wire upon withdrawal. The coil and the microcatheter were successfully removed as one unit but the coil detached within the microcatheter. The same microcatheter and different coils were used to complete the procedure. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was stretched. The main junction hook was encapsulated with glue to the require specification. The delivery wire was not returned. The most likely that a combination of anatomical procedural factors encountered during the procedure and the possibility of the device twisted during advancement could have contributed to the reported event. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.